Manufacturer narrative:
Failure analysis noted that the pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. There was no display ramping on its own anomaly. There was no moisture damage on the electronic and motor assemblies. The pump had cracked case at lcd window corners, cracked battery tube threads, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that she as out of the country and the pump alarmed button error. She stated that the pump was splashed by water. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.